Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 8 years old. The device was received with both seals broken on bottom case and in good condition with no appearance of any physical damaged. Invalid syringe size was found during syringe test and unable to calibrate syringe size at low standard. Tapered spring slipped over the collar of barrel clamp rod. The root cause was unable to determine. Replaced barrel clamp rod, tappered spring and barrel clamp screw. Performed syinge test and all functional testing which passed.

Event description:
It was reported the device had a barrow clamp stuck in upward position. No patient injury reported.